Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our canadian affiliates, during a transcatheter mitral valve-in-ring procedure within a degenerated mitral annuloplasty ring, following a percutaneous transseptal approach, a 29mm sapien 3 ultra resilia valve was positioned and deployed within the mitral annuloplasty ring at nominal plus 5cc additional volume using the delivery system. The valve was deployed in a higher than desired position in the left atrium, and moderate to severe paravalvular leak was observed despite post dilatation. A second 29'mm sapien 3 ultra resilia valve was then implanted using the same delivery system volume in a more adequate position. After deployment of the second valve, the paravalvular leak was almost completely eliminated. The patient was discharged in stable condition.